Event description:
It was reported that the defibrillation electrodes would not connect to the device due to one of the pins in the connector being bent. There was patient use associated with the event, but a spare set of defibrillation electrodes were used with a minimal delay. The patient did not survive. The customer advised that neither the reported failure or the delay in care affected the outcome of the patient.

Manufacturer narrative:
After additional investigation of the defibrillation electrode connector assembly, it was determined that the likely cause of the bent pin is due to a supplier manufacturing issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the returned defibrillation electrodes and verified the reported failure. It was observed that the connector of the defibrillation electrodes had a misaligned connector pin which prohibited the connection of the electrodes to the device. The cause of the misaligned connector pin could not conclusively be determined. The customer received a replacement set of defibrillation electrodes.